Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist device (lvad), serial number (B)(6), confirmed driveline wire damage that could have contributed to the reported pump stop events captured in the submitted log files. (B)(6) was returned with the driveline (dl) severed approximately 8.5¿ from the pump housing. The remainder of the dl was returned, measuring approximately 33.5" from the controller connector (cc). The returned segment of the dl contained the site of a previous repair approximately 21" ¿ 23¿ from the cc. Also noted were multiple breaches of the outer jacket at approximately 10¿, 13", 14.5", 16.5", 18.5", and 21¿ from the cc. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed depositions or thrombus formations which would have contributed to a functional issue during support. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope. No anomalies were observed that would have contributed to a functional issue. The dl was tested for electrical continuity and all wires were found to be electrically intact. Microscopic inspection of the underlying wires from the internal driveline revealed insulation breaches on the yellow wire at approximately 6.5" from the pump housing (ph). Additional breaches on the severed portion of the driveline were noted to the yellow, black, and orange wires at approximately 10" from the ph, as well as to the green and brown wires at approximately 21" from the cc. The returned portions of the dl were then submerged in a saline bath for insulation resistance testing to verify the integrity of each wire¿s insulation. The test confirmed the breaches seen with microscopic inspection and did not reveal any additional wire breaches. The observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal shield. If the exposed conductors of wires of different phases simultaneously contacted the braided shield while the system was operating on any power source, the resulting of phase-to-phase short would have resulted in the pump stoppage events observed in the submitted log files. The heartmate ii left ventricular assist system instructions for use (rev. C) is currently available. Section 1, ¿introduction¿, addresses all pump parameters including speed, power, and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Section 6, "patient care and management," addresses damage due to wear and fatigue of the driveline. Section 6 also outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot them. The heartmate ii left ventricular assist system patient handbook (rev. C) is currently available and contains information on caring for the driveline. Information that covers visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. The relevant sections of the device history records for (B)(6) and the driveline, serial numbers (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had intermittent pump off. The patient had known fracture to driveline with new worsening alarms in last 3 days. Of note, their spouse changed their system controller before calling to report the issue so there was data from 2 system controllers submitted. The log file from the old primary system controller captured intermittent pump stops and speed drops between on (B)(6) 2024 at 0:41 and (B)(6) 2024 at 8:56. These occurred on both power module and battery power. This appeared to be caused by a driveline phase to phase short. The log file from the backup system controller also captured speeds drops and pump stops. In this file they all occurred on battery power. The patient had a full-length driveline repair was performed in the past. Ultimately, the patient had a heartmate 2 exchanged to heartmate 3 on (B)(6) 2024 due to the internal driveline fracture causing pump stops. Previous driveline repair was reported under manufacturer report number: 2916596-2018-01731. Driveline damage post repair was reported under manufacturer report numbers: 2916596-2021-06562 and 2916596-2022-13770.

Manufacturer narrative:
Voluntary medwatch number mw5161948 was received 27nov2024. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Voluntary medwatch mw5161948 received on 27nov2024 that states: patient implanted with heartmate 2 lvad on (B)(6) 2016. Had known driveline fracture with a short to shield. Was treated with splicing of wires and ungrounded cable in 2018. Presented on (B)(6) 2024 with intermittent vad off alarms while on batteries and ungrounded cable. Unable to splice driveline wires any further. Was taken to operating room on (B)(6) 2024 for a heartmate 2 removal and implantation of heartmate 3 left ventricular assist device.